Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation of right upper lobectomy , when the doctor disconnected pulmonary lobectomy, the doctor was able to press the green button but was unable to squeeze the handle and the stapler was unable to fire. The jaws was opened and was replaced with a new load but it was still unable to fire. After the replacing of a new stapler and load, it was fired normally . The operation was completed smoothly , and there was no effect to the patient.